Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient woke up and noticed that the infusion set tubing had detached at the quick release while the patient was sleeping. The site location was patient's abdomen. The pump was worn on same side of the set. The infusion had been in use for one day and the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.